Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and sterility testing was performed. The complaint is confirmed, however, sterility of the device was not compromised. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.